Event description:
It was reported "during the using iabp, the pump repeatedly had an automatic shutdown alarm and could not be used normally, and then remove the pump. No causing harm to the patient". The patient's current conditiion is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "during the using iabp, the pump repeatedly had an automatic shutdown alarm and could not be used normally, and then remove the pump. No causing harm to the patient". The patient's current conditiion is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "the pump shut off unintentionally" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.